Manufacturer narrative:
Evaluation revealed damage in several locations. It appears the tip broke while attempting its removal from behind the meniscus. No other complaints for this device involving this type of event have been identified. This event has been attributed to misuse.

Event description:
Tip broke off during removal of the joint (behind the meniscus). The tip could not be removed from the patient and caused 1 hour delay in the procedure. This device is used for treatment.